Manufacturer narrative:
D1 was updated. D10 concomitant product was added as it was omitted from the previously submitted reports. E1 zip code extension was added as it was omitted from the previously submitted reports.

Manufacturer narrative:
Additional information was received, and a clinical assessment was completed and documented in section b5 (event description). Correction: d6a implant date erroneously captured in the initial report should be disregarded. Related report numbers. This is one of two device reports associated with the event. Refer to h10 for the related report number(s).

Event description:
An impella 5.5 was inserted via right axillary/subclavian artery in a 60 year old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 3 of support, a hematoma was observed at the insertion site, which was raised and tender. Additionally, there was no output from the jp drain, which was previously placed in the or during device insertion. On day 46 of support, a placement signal low alarmed. Aortic diastolic pressure (ao) was in the 40s. The patient's blood pressure was 112/63 with a mean arterial pressure (map) of 79. Device placement was confirmed with echocardiogram and the engineer opted to adjust the ao signal. On day 75 of support, it was reported the placement signal and left ventricle signal went out. Staff were instructed how to turn off the placement monitoring alarm as well as closely monitor motor current and flows. It was decided not to replace the console. The next day it was reported the placement signal (ps) went out. The patient continued to received support from the 5.5. The reported hematoma may occur in the setting of impella 5.5 support and vascular access and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, anticoagulation, and device position. The placement signal issue will be conservatively reported, however there was no reported consequence to the patient.

Event description:
Clinical narrative: an impella 5.5 was inserted via right axillary/subclavian artery in a 60-year-old female for cardiomyopathy. The patient's comorbidities were unknown. The patient's clinical state prior to initiation of support was scai stage d. On day 3 of support, a hematoma was observed at the insertion site, which was raised and tender. Additionally, there was no output from the jp drain, which was previously placed in the or during device insertion. On day 46 of support, a placement signal low alarm occurred. Aortic diastolic pressure (ao) was in the 40s. The patient's blood pressure was 112/63 with a mean arterial pressure (map) of 79. Device placement was confirmed with echocardiogram and the engineer opted to adjust the ao signal. On day 75 of support, it was reported the placement signal and left ventricle signal went out. Staff were instructed how to turn off the placement monitoring alarm as well as closely monitor motor current and flows. It was decided not to replace the console. The next day it was reported the placement signal (ps) went out. Sterile sleeve pulled out of back touhy borst lock (farther from patient). Purge side arm leaking, apparently from micron filter. Other contributing factor was a small crack noted in purge housing. Patient remained on support. The reported hematoma may occur in the setting of access-site complications and anticoagulation requirements associated with impella support. The placement signal issue, fluid leak, and product damage had no impact on the patient's hemodynamics.

Manufacturer narrative:
B5 clinical narrative was updated.

Event description:
The complainant reported a loss of automated impella controller placement signal. The procedure was completed successfully, the device functioned as intended, and no patient harm occurred.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on informat ion which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.